Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose level. Customer¿s blood glucose level was 300 mg/dl to 600 mg/dl and 700 mg/dl. Customer reported that the sensor showed high and the customer thought it tops out at 500 mg/dl or 600 mg/dl. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.